Event description:
It was reported that the ilet failed to pair with a dexcom g7 cgm while the dexcom app continued to display glucose readings, indicating the cgm was functioning; the user restarted the phone, toggled bluetooth, and re-entered the pairing code, after which the ilet pairing process restarted without impact to blood glucose. Symptoms included no hypoglycemia, no hyperglycemia, and no device alarms. Outcomes included no medical intervention and no hospitalization. Investigation included user-guided troubleshooting and education for bluetooth connectivity and device pairing. Investigation of this case revealed a pairing communication issue limited to the ilet-to-cgm connection, with the cgm sensor and transmitter functioning as intended and no defective pump component identified. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth connectivity or setup error, user-resolvable through standard pairing procedures.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.